Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an injury in a (B)(6) female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2009 via medial records. The pt was seen by a neurologist on (B)(6) 2009 for f/u visit for her myeloneuropathy. She was initially evaluated on (B)(6) 2008 for weakness and numbness that had started approx 8 years ago in 2000, and had progressed dramatically. Initial symptoms included numbness which started in her toes and progressed up into her legs and to her fingertips within one year. She experienced tingling which became painful and progressed to a deep cramping pain in her legs. She also experienced balance problems after the onset of numbness. This progressed over a year to the extent of needing a cane to walk. In (B)(6) 2008 she lost her ability to walk with a cane and became wheelchair bound. The pt also experienced problems with swallowing during this time. Magnetic resonance imaging (MRI) scans of brain and spine were normal in 2008 and cerebral spinal fluid tests were normal. Zinc was 2.43 and copper was less than 0.1 (very low). No normal values or units provided. "Sural nerve biopsy showed mild axonal degeneration changes and emg showed an active to chronic motor greater than sensory axonal polyneuropathy." Myelopathy workup for any other causes were negative. Diagnosis included copper deficient myeloneuropathy associated with denture cream use. She was taking no other zinc supplements. Copper supplementation of 8mg daily was started. She was instructed to minimize her denture cream usage, which had a high zinc content. The pt's condition had improved with treatment, and she felt her hand strength had increased. She was able to stand for 30 seconds and take a few steps on her own at this visit. Her swallowing problems had resolved. Her copper supplement dosage was decreased due to nausea and vomiting. The neurologist noted the pt was recently diagnosed with rheumatoid arthritis by her primary care physician in the (B)(6) of 2008. There was no mention that the arthritis was possibly related to high zinc levels or low copper levels from the denture cream usage.

Manufacturer narrative:
Poligrip is mfg in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report. (B)(4).